Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working properly after a few minutes of use. The surgeon observed that the tip of the fiber was broken. The fiber was replaced and a second fiber was used to complete the procedure without any complications to the patient.